Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 3744 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("1 located within each aspect of the uterine fundus") in a 34 year-old female patient who had essure inserted (lot no. 626146) for female sterilisation. The patient had a medical history of pelvic pain female, parity 2, gravida ii, muscle spasms, vaginal delivery (2), copd, migraine and tobacco user. Previously administered products included: depo provera, cyclobenzaprine, ibuprofen, neurontin [gabapentin], alprazolam, proair hfa, alprazolam, gabapentin and methylprednisolone. Past adverse reactions to the above products included: anxiety with alprazolam. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2019, 4320 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-no discrepancy noted insertion date of drug updated to (B)(6) 2007 from (B)(6) 2008 discrepancy noted removal date of drug updated to (B)(6) 2019 from (B)(6) 2019 00:00 there were three (3) trailing coils seen on the patient's left side. The same procedure was carried out on the patient's right side. There were six (6) trailing coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.291 kg/sqm. [Pathology test] on (B)(6) 2019: preoperative diagnosis: pelvic pain; irregular bleeding. Specimen submitted: a:uterus, cervix, bilateral fallopian tubes, right tagged. Gross description: the fallopian tubes are 2 silver metallic coil shaped sterilization devices. 1 located within each aspect of the uterine fundus, each within the usual anatomic location and each measuring 1.3 cm in length x 0.2 cm in diameter. Final diagnosis: a. Uterus (115 grams) with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: ¿ endometrium: benign endometrium exhibiting secretory features. No evidence of hyperplasia nor malignancy. Birth control device is present within bilateral cornual areas. Myometrium: no pathologic diagnosis. Cervix: focal, mild chronic cervicitis. Adnexa: benign fallopian tubes. Ovaries not received. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation ((B)(4)). The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number added .non drug treatment updated. Event device dislocation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("1 located within each aspect of the uterine fundus") in a 34 year-old female patient who had essure inserted (lot no. 626146) for female sterilisation. The patient had a medical history of pelvic pain female, parity 2, gravida ii, muscle spasms, vaginal delivery (2), copd, migraine and tobacco user. Previously administered products included: depo provera, cyclobenzaprine, ibuprofen, neurontin [gabapentin], alprazolam, proair hfa, alprazolam, gabapentin and methylprednisolone. Past adverse reactions to the above products included: anxiety with alprazolam. On 17-dec-2007, the patient had essure inserted. On 15-oct-2019, 4320 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-no discrepancy noted insertion date of drug updated to 17dec2007 from 01-oct-2008 discrepancy noted removal date of drug updated to 15oct2019 from 01-jan-2019 00:00 there were three (3) trailing coils seen on the patient's left side. The same procedure was carried out on the patient's right side. There were six (6) trailing coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.291 kg/sqm. [Pathology test] on 15-oct-2019: preoperative diagnosis: pelvic pain; irregular bleeding. Specimen submitted: a:uterus, cervix, bilateral fallopian tubes, right tagged. Gross description: the fallopian tubes are 2 silver metallic coil shaped sterilization devices. 1 located within each aspect of the uterine fundus, each within the usual anatomic location and each measuring 1.3 cm in length x 0.2 cm in diameter. Final diagnosis: a. Uterus (115 grams) with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: ¿ endometrium: benign endometrium exhibiting secretory features. No evidence of hyperplasia nor malignancy. Birth control device is present within bilateral cornual areas. ¿ myometrium: no pathologic diagnosis. ¿ cervix: focal, mild chronic cervicitis. ¿ adnexa: benign fallopian tubes. Ovaries not received. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation ((B)(4)). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 3744 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.